Manufacturer narrative:
(B) (4) since the device remains implanted, the programmer files were reviewed. (B) (4) print button unavailability in the report tab is confirmed as a software anomaly and will be fixed in (B) (4).

Event description:
During the first interrogation following the implant, the print button in the report screen is not available.